Manufacturer narrative:
The insulin pump failed the displacement test due to an out-of-phase motor encoder signal. No motor error alarms were noted during rewind.

Event description:
It was reported that a motor error alarm occurred during the manual prime. The alarm history showed multiple motor error alarms. Nothing further was reported.